Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l29045), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by sales rep in (B)(4) that during a meniscal repair a truespan meniscal repair system peek 24 degree did not deploy/ flip fully upon first pull on trigger and retracted back into the joint space with the needle. Implant was removed and a replacement was used to complete procedure with a surgical delay of one minute. No patient consequences reported. No additional information was provided.